Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported workstation boots completely but the mainframe did not power on at all. There is no report of death or serious injury associated with this complaint.